Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 48-63 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates, glucose tablets, and soda to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.